Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs showed that the calculated placement would suddenly spike at the beginning as if the pump connector was not fully seated in the blue pump receptacle. The console was returned and reviewed. The failure mode was not reproduced before and after cleaning the fiber parameters were within specification. Ran optical pump simulator for few hours but there were no alarms related to an abnormal placement signal. The placement signal issues could not be reproduced during testing, the root cause was unable to determine. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the automated impella controller displayed an optical sensor error/failure. The console was returned for repair. No harm was reported to the patient.